Event description:
It was reported that the transmitter was unresponsive and burn marks were observed on the inside of the prongs. A replacement product was provided. There were no patient consequences.

Manufacturer narrative:
The field complaint of an unresponsive start button and burn damage was verified; however, there was no burn damage on the prongs, only in the most internal part of the ac power adapter. The visual inspection revealed no physical damage to the outer plastic casing of the alternating current (ac) power adapter or to the outer plastic housing of the transmitter. The prongs were removed, and no damage or burn odor were noted. The unit was plugged into a working ac electrical outlet and powered on successfully. Start button was completely unresponsive throughout troubleshooting due to keypad hardware failure. After opening the ac power adapter, several burnt components and a strong burn odor were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. High current flow through the ac wall power outlet damaged the ac power adapter causing the burn damage to occur and the hardware failure overall.